Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event is confirmed due to defective printed circuit board. It was also observed with worn out video connector latch causing poor connection to pigtails, the software (sw) needs to be updated, new version cables needed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during preparation for usage in an unspecified procedure their video system center once inserted, the light guide light keeps blinking and then the light does not illuminate. There were no reports of death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the defective/faulty printed circuit board (cm board) could not be identified. Olympus will continue to monitor field performance for this device.